Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 and pump error 3 alarms noted during the testing. However, pump error 53 alarm and pump error 3 alarm was found in the formatted history file, problem isolated on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error detected alarm occurred three times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.